Event description:
On (B)(6) 2011, salter labs was notified by the pt (B)(6) who developed a rash on their cheeks, under the nose, throat, and neck while using the salter cannula. On (B)(6) 2011, a salter rep spoke to pt (B)(6) to find out how they are doing. (B)(6) said the product was not available for return but the reaction was not specific to one cannula but all of them he had. He said he was taking benadryl but the only thing that was working was using tubing over the cannula to prevent the cannula from contacting the skin. Once he started doing this, his rash had subsided. The pt appears to be allergic to pvc, but this cannot be confirmed. The salter rep recommended that (B)(6) f/u with his primary care physician to explore pvc allergy as a possible cause of these symptoms. As the product is not available for return, no failure analysis can take place for this product. Also, (B)(6) reported his symptoms have subsided now that the cannula is not in direct contact with his skin. This is a final report.